Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a normal follow up, review of an auto mode switching (ams) episode revealed noise on both the atrial and ventricular channel. No action was taken at this time. The patient condition was good.